Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a stent graft in the moderately tortuous and severely calcified left common iliac artery and external artery. A 27/7/2/100 equalizer balloon catheter was advanced for dilatation. However, when the device was used with a 20 cc syringe for the touch-up, smooth deflation could not be performed. Subsequently, the 20 cc syringe was replaced with a new one where negative pressure was applied and deflation was performed successfully. The procedure was completed and no patient complications nor injuries were reported.

Manufacturer narrative:
Initial reporter city: (B)(4).